Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the fall-off test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received the belt failed the fall-off test. The cause of the fall-off test failure was intermittent internal clock failures of flash ram component u713 on the distribution node pca and also low voltage in the op amps in the cable connecting ECG ¿c¿ and ¿d.¿ the root cause of the intermittent u713 and low voltage in the op amps was unable to be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this belt did not report any deficiencies.